Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer high blood glucose level was 480 mg/dl. The customer reported her insulin pump stopped working since yesterday. Customer reported that there were unable to troubleshoot as insulin pump was not working. The device will not be returned for analysis.